Event description:
A report was received that the patient had a hematoma in the epidural space which was procedure related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient still has slight neurological deficit. It was also reported that the patient was doing physical therapy.

Manufacturer narrative:
Model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number: 345825; model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a hematoma in the epidural space which was procedure related the patient underwent an explant procedure and was doing well postoperatively.